Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 3/1/2021. H3 evaluation: product sample received for analysis. Method manufacturing procedure review:document indicate to perform a 100% visual inspection to verify the pouch is free of contamination. Any contamination must be reported during to manufacturing process. This affected lot and was performed according to the document: (B)(4). As is mentioned on operation: ¿clean room packaging (inner pouch)¿ as follows: ¿visually check the pouched unit for particulate or any visual defects¿. Document have specific criteria for contamination external to reservoir and internal to inner pouch: dirt/grease/oil/smudges, foreign matter greater than 1mm2. Therefore, is considered this man factor does not contribute to the reported complaint defect. Documents have instructions to correctly gown and de-gown to enter and exit the clean room. Gowning procedure is part of the basic training given to all personnel; it requires using hair covers, beard covers (if applicable), shoe covers and gowns to preclude that loose particles or fibers contaminate the product or work surfaces. Also, a daily cleaning of work surfaces is performed to maintain a high level of cleanliness. Complaint lot was manufactured in an iso class 7 clean room in facility that complied with internal requirements of manufacturer quality system procedures environmental control site environmental control. Our processes include comprehensive environmental controls for all personnel and material entering this room and routine specified monitoring of environmental conditions including work surfaces, equipment, personnel and the room itself. Therefore, is considered these method factors do not contribute to the reported complaint defect. Material/pouch with contamination. Incoming inspection records for the inner pouch, part number lif-405345, lot numbers 31431087 and outer pouch, part number lif-405348, lot numbers 31431088, used in the lot of the reported complaint were reviewed and no issue was found. According to procedure ali bags shall be free of particle, grease, dirt, oil, folds, creases and discoloration and lot used met these requirements. Therefore, is considered this material factor does not contribute to the reported complaint defect. Man/foreign material was not detected during inspection. As per customer complaint event it was observed and verified that foreign matter like a hair was inside the package. This kind of particle entrapped inside pouch could have happened during pouch seal process at manufacturing line and were not detected by the inspector. The criteria for contamination external to reservoir and internal to inner pouch: dirt/grease/oil/smudges, foreign matter greater than 1mm2. Particle detected is greater than 1mm2. Therefore, this man factor does contribute to the reported complaint defect. Based on the present analysis, it is determined that the reported complaint is observed and verified. ¿foreign matter like a hair was inside the package¿, according to our document particle is not acceptable as foreign matter not greater than 1mm2, inside outer pouch. Corrective actions are being followed through CAPA.,it was reported that hat, during an unknown procedure, it was found that a foreign matter like a hair was inside the package. A second analysis was performed of picture was received for evaluation upon visual inspection of a picture, a package with hair under wrapping film could be observed the foreign matter defect has been correlated to the manufacturing process based on the present analysis, it is determined that the reported complaint is confirmed. ¿foreign matter like a hair was inside the package¿, according to our document particle is not acceptable as foreign matter not greater than 1mm2, inside outer pouch. Corrective actions are being followed through CAPA. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The following information has been requested, and obtained. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Device return status we regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. It was found that a foreign matter like a hair was inside the package. Further details are not provided. There were no adverse consequences to the patient.